Manufacturer narrative:
B3. Date of occurrence continued: (B)(6) 2023.

Event description:
Healthcare professional later reported "observations made during surgery: a 5 cm linear cut (side wall)." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: no other observations observed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: d.6a, d.9, h.3, h.6.

Event description:
Patient reported right deflation. Later healthcare professional confirmed right side deflation and "5cm linear cut (side wall)". The device has been explanted and replaced.

Event description:
Patient reported right deflation. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.